Event description:
Patient complained of pain. Irritation and prominence of a humeral nail - ex prompted removal. Patient noted as healed.

Manufacturer narrative:
Lot #: this info was not provided during initial report. Additional info has been requested. Expiration date: synthes is unable to determine the expiration date without a lot number. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.